Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes are filling properly thus resulting in underfilling.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received 5 samples from the customer of each lot for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from each lot of the bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes are filling properly thus resulting in underfilling.

Manufacturer narrative:
Additional information has been received. The following has been updated. It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes are filling properly thus resulting in underfilling.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes are filling properly thus resulting in underfilling.

Manufacturer narrative:
Additional information has been received and the following fields have been updated. D.4. Lot#: 2109030. D.4. Deviec expiration date: 2023-01-31. D.10. Device available for evaluation: yes. D.11.returned to manufacturer on: 2022-09-30. H.3. Device evaluated by manufacturer: yes. H.4. Device manufacture date: 2022-04-19.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes are filling properly thus resulting in underfilling.